Event description:
Alert: svc lead impedance warning on (B)(6) 2021. Alert: rv bipolar lead impedance wamlne on (B)(6) 2021. Alert: rvtio to rvcoil lead impance warnln'1' on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).